Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record for the suspected contour® next one meter with serial # (B)(6) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer called ascensia customer service to seek assistance with her contour® next one meter. During troubleshooting, it was found that the customer's blood glucose readings were not stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.